Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "damaged bearings" could be confirmed. During services, the device was found to have damaged bearings. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device needed to be serviced. During servicing, the device was found to have damaged bearings. It is unk if the device was being used during surgery. It is also unk if there was any pt or user injury, medical intervention or surgical delay related to the event. There was no add'l info provided.